Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) alleging that the adapter for their onetouch verio iq meter would not charge when connected to the meter and mains socket. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.